Event description:
A biomed called to request help reading event log reports from a pca device. The biomed reported that a pt did not get his pca bolus dose of morphine when pressing the pca dose request cord. He believed that a dose should have been available. He stated that the pca had reached its max dose however no bolus was available after the 4 hr lock out interval had been reached. Intended programming was not available. There was no report of pt harm and medical intervention was not required. The customer stated that no further pt or event info was available.

Manufacturer narrative:
(B)(4). The event logs for the pca module, pc unit and the pump module have been received. A f/u report will be submitted once the eval has been completed.